Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. An ra lead pacing impedance warning was triggered the next day and an ra lead dislodgement was noted. The lead was revised and remains in use. No patient complications have been reported as a result of this event.